Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown reason. Additional information indicated that during implant, the lead was repositioned several times and when trying to position the last time, it could not get good numbers. The lead was taken out to examine and helix had been straightened from all the movement and torque applied. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Visual inspection noted a stretched helix. Further, known inherent risk conclusion code was selected based on the field report of helix damaged and the observation of a deformed helix tip. Helix tips which are deformed are a known risk for positive fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown reason. Additional information indicated that during implant, the lead was repositioned several times and when trying to position the last time, it could not get good numbers. The lead was taken out to examine and helix had been straightened from all the movement and torque applied. A new lead was implanted. No adverse patient effects were reported.